Event description:
On june 26, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a fading display issue and had also given an unk error message. The pt tests his blood glucose 3 times a day. He takes non-adjusted insulin (unk type). The pt indicated that the alleged display and error message issues started a few days before. The pt was unable to specify what error message was appearing because of the faded display issue. As a result of the alleged issues, the pt reportedly administered self-care by eating food and/or drinking a beverage. On an unspecified date/time after the issues began, the pt allegedly developed symptoms of dizziness and being faint. It is not known if the pt actually lost consciousness or just felt faint. During the time of concern, the pt tested his blood glucose on an unidentified backup meter and got a result of "170 mg/dl." However, it is not known what date/time the result was obtained. The pt denied receiving medical intervention from a health care provider. It would have been helpful to know the following info: what actions the pt took before, during, and after the symptoms developed, and if the pt was able to test his blood glucose with backup meter before and during the time he was symptomatic. In addition, it would have been helpful to know what date/time the symptoms developed. The reported meter issues were not resolved with troubleshooting. The meter and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. It is not clear if the pt actually passed out or fainted.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.